Event description:
(B)(6) 2025 there was no injury involved in the incident.

Manufacturer narrative:
Correction/additional information received: initial reporter occupation updated. Annex e and f codes updated.

Manufacturer narrative:
The complaint that the needle didn't retract when hitting the safety mechanism could not be confirmed from the seven representative 20ga insyte autoguard units that were received in sealed unit packaging from lot: 5006881. A functional test showed that each needle fully retracted and the retraction time was within specification. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identify the root cause. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: needle didn't retract when hitting the saftey.